Event description:
It was reported that the patient underwent an explant for an unknown reason. During the procedure it was noted that the physician was unable to open the implant more than sixty percent. It was then noted that only one side of the implant was opening. The device was replaced and the procedure was completed successfully.

Manufacturer narrative:
Device technical analysis: the returned device was analyzed and it was noted that the spindle cap was partially sheared off from the implant body and was deformed. The deformation of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance and or manipulation of the position of the device by gear shifting of the inserter. Labeling review: a labeling review was performed on the implantable pulse generator, ipg, instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Investigation conclusion based on all available information, engineers concluded that the physician being unable to open the implant more than sixty percent and then noted that only one side of the implant was opening was confirmed. The probable cause is unintended use error caused or contributed to event. The damage to the implant indicates failure was likely due to deployment against resistance

Event description:
It was reported that the patient underwent an explant for an unknown reason. During the procedure it was noted that the physician was unable to open the implant more than sixty percent. It was then noted that only one side of the implant was opening. The device was replaced and the procedure was completed successfully. Additional information was received that the event occurred during the implant procedure and not during an explant procedure.